Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation, section: impella cp with smart assist catheter insertion, section: axillary insertion of the impella cp with smart assist catheter, section: use of impella with transcatheter aortic valves: ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."

Event description:
It was reported that a patient(pt) presented to emergency room and coded a total of 5 times. Once return of spontaneous circulation (rosc)was achieved dr. (B)(6) decided for impella cp placement if adequate vasculature and percutaneous coronary intervention (pci). It was noted that once the patient was moved over to the table and the patient coded again. Cardiopulmonary resuscitation performed while patient was prepped for impella placement. Rosc achieved and impella inserted via the right femoral artery utilizing best practices without difficulty. Flows of 3.4 l/min obtained. Pci of lad performed with 3 stents being deployed. Pci of circ was then done with 1 stent being deployed. During support impella alarmed suction and unable to flow above 1.0 l/min and waveforms became dissociated. An echocardiogram (echo) performed again showing impella in the proper position free in the mid-ventricular space. Discussion had with physicians about possible bio-material ingestion. Decision made to explant the pump. While preparing for transfer an echo was performed to check for thrombus in the left ventricle and none was visualized. The impella was explanted without difficulty. Impella cp was examined and bio-material was found in the inlet. Decision made by dr. To not implant another cp due to possibility of more biomaterial ingestion. Additional information received: the pump is not available for return; it was disposed of by the staff. The patient passed away the next day.

Manufacturer narrative:
The investigation of low pump flow and thrombus has been completed. The impella device was not returned for evaluation. Low pump flows: data logs were reviewed and the drop in flows with suction was confirmed. While running at p-9, pump flows suddenly dropped from 3.65 l/min to 1.02 l/min, and 8 seconds later, the suction alarm triggered. The suction alarm triggered because motor current (mc) max values were very low, indicating a high differential pressure even during systole, when the valve is open. During the subsequent low flows, the placement signal (ps) remained pulsatile and aortic with values around 119/63 mmhg, suggesting that the patient's left ventricle (lv) was contracting. This all aligns with the clinical report of biomaterial being visualized in the inflow cage upon explant and no cannula kink. Since biomaterial was in the inflow cage, it had not migrated down to the impeller, and therefore, no motor current spike is to be expected. The biomaterial likely occluded the cannula from typical flow rates at p-9. Product was not returned for investigation. Based on the clinical details provided that biomaterial was visualized in the inflow cage and data logs showed a sudden drop in pump flows while ps remained stable, the root cause of the low pump flows was determined to most likely be biomaterial. Thrombus: the root cause of the thrombus was unable to be determined due to insufficient clinical details.